Manufacturer narrative:
Unit power up properly after battery installation. No blank display, loud sound or audio/beep anomaly noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify off no power, low battery, weak battery and battery out limit alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label.

Event description:
The customer reported that the insulin pump flashed battery out limit, gave a loud sound and then went blank. The customer's blood glucose was unknown at the time of incident. She changed the battery and it took a while for the insulin pump to start up but it did start up. Customer stated that the insulin pump has multiple cracks at the battery compartment opening. The insulin pump will be returned for analysis.